Manufacturer narrative:
(B)(4). It was reported that following mesh insertion, the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, painful urination, sepsis, dysuria and urinary tract infections. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
Date sent to FDA: 04/20/2017. It was reported that following insertion the patient experienced adhesions, urinary retention and urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.